Manufacturer narrative:
While trying to retrieve event information from hospital, pb was informed that patient had expired. As per the hospital, patient's family had decided to withdraw support. Information received from the attending physician states that the 840 would not have affected the long term health outcome of the patient.

Event description:
Puritan bennett received information which suggest that the 840 ventilator stopped cycling while in use on a patient. The puritan bennett support engineer (cse) inspected the device and replaced the ai pcb. The unit passed self extended test.